Event description:
It was reported that an unspecified malfunction occurred. The date of event is an approximation. On (B)(6) 2026 the reporter called in and stated that ¿one to several years ago¿ the patient was hospitalized due to an alleged sensor malfunction. No further patient or event details were provided including details about the cgm malfunction, patient symptoms, treatment details, or length of hospitalization. The reporter stated the event was reported at the time of its occurrence several years ago but did not provide a reference or case number. No other patient or event details were available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/26/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.